Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned. Customer report of resistance during removing catheter issue could not be confirmed. As received, the proximal shrink bonding was torn off and blood was visible under the shrink bonding. The torn bonding fragment was not returned with the catheter. It was unable to determine if the torn proximal thermal filament bonding fragment existed on the shrink bonding area at the time of catheter removal. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "the catheter was sewn-in probably when the insertion site of superior vena cava cannula was sutured during use. Resistance was felt and the catheter could not be removed, so the patient chest was reopened to remove the catheter." The physician had acknowledged that it was a technical related problem. Additionally, the customer commented that the proximal side of the thermal filament was frayed after catheter removal. The manufacturer of the cannula is unknown. There were no patient complications reported.